Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified and duplicated the reported issue. The cause of the reported issue was isolated to the the system connector cable not connected to the system pcba. Stryker reseated the cable to resolve the issue. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.